Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a system error, out of service, revert to manual CPR message was confirmed during functional testing and archive data review. The root cause was due to defective drive train as a result of normal wear and tear of the device. The autopulse platform was manufacture in 2007 and is more than 12 years old, well beyond the expected service life of 5 years. During visual inspection, no physical damage was observed. During archive data review, latch error 139 (unable to hold compression position) was observed on the reported event date, thus confirming the reported complaint. In addition, archive data showed user advisory - ua17 (max motor on time exceeded during active operation) on the reported event date. Initial functional testing of the returned autopulse platform could not be performed due to a "system error, out of service, revert to manual CPR" message. An autopulse vision software was used to clear the error message on the autopulse platform. During re-evaluation of the autopulse platform, observed intermittent power distribution to the brake gap. The root cause of was due to a defective drivetrain motor. To remedy the observed problem, the defective drivetrain motor was replaced. Unrelated to the reported complaint, the autopulse platform failed load cell characterization test due to defective load cell 2, as a result of normal wear and tear of the device. The load cell 2 was replaced to remedy the problem. After completing service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform passed all functional tests and it is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform sn (B)(4). Per zoll medical assessment, the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform (sn (B)(4)) was used on a patient found in asystole. The patient had history of hypertension, hyperlipidemia and diabetes. Upon crew arrival, manual CPR was performed. Following this, the platform was deployed and performed compression for 30 seconds then displayed "system error, out of service, revert to manual CPR" message. The crew performed manual CPR two minutes after. A return of spontaneous circulation (rosc) was not achieved. According to the reporter, the patient outcome was not attributed to the device.